Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. (Failed leak test, olympus did not identify any trace of contamination) however, the following reportable malfunctions were identified during the device evaluation: communication error b30 (with no image). A root cause could not be identified. Based on the results of the investigation, the likely cause of the malfunction identified during the device evaluation, is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope had yellow liquid observed from the channel during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.